Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Insulin pump was stuck on medtronic logo on the screen and keeps vibrating. Customer removed the battery and put it back and it was just blank screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.